Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova stent delivery system (sds) with stent. There was blood in the shaft. The stent was received partially deployed 3mm. The shaft was buckled in numerous locations throughout the shaft. The outer diameter (od) of the catheter was measured which meets innova specification. The sheath used in the procedure was not received with this device. A 6f super sheath (batch 12c02b6) was used for functional testing. Functional testing was performed by loading the innova device into the sheath. The innova device was able to pass through the entire sheath; however, there was some resistance at the location of the buckled shaft and at the partially deployed stent. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that the catheter buckled and insertion difficulties were encountered. The target lesion was located in the distal superficial artery (sfa). A 6 x 80 x 130 innova¿ stent was advanced through a non-bsc sheath however, the device failed to advance to the lesion. The device was removed and it was noted that the catheter had a rippled effect. Another 6 x 80 x 130 innova¿ stent was then advanced however, the device still failed to advance. The device was removed and the same issue was noted on the catheter. The lesion was ballooned to complete the procedure. No patient complications were reported and the patient's status was fine. However, device analysis revealed that the stent was partially deployed.